Event description:
Boston scientific received information that this lead was explanted due to loss of capture outputs and was replaced with another lead. There were no adverse patient effects reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications that can be related to the issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation and the deformed outer coil are most likely due to the explantation procedure.